Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she experienced 'something' in eye, annoyance, pain, feel 'blob' over eye. A few months following implantation, a yag laser treatment was performed.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. Initial reporter. Zip code is not indicated at this time. (B)(4).